Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs for evaluation. Bd received a total of 25 q-syte assemblies of which 15 were unused and within sealed packages and 10 were used with no packaging. Through the visual examination there was no physical or mechanical damage observed on any of the components of the unused units received. The used units revealed damage in the form of tears on the slit of the septum top disks. Four of the units revealed further damage in the form of cracking at the polycarbonate material. An air in line test was performed on all units. There were no air bubbles observed on any of the unused units. One of the used units did reveal air bubbles during the testing. The reported issue was confirmed with the one used unit however the source of the damage could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 bd q-syte luer access split septums experienced air bubles/air in line during use. The following information was provided by the initial reporter: connected to blood access and the route of dialysis. After dialysis, filled the route with heparin and saline to avoid blood clogs by syringe. Then air got mixed from between the q-syte and the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd q-syte luer access split septums experienced air bubles/air in line during use. The following information was provided by the initial reporter: connected to blood access and the route of dialysis. After dialysis, filled the route with heparin and saline to avoid blood clogs by syringe. Then air got mixed from between the q-syte and the tube.